Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter read inaccurately low compared to her feelings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2021, she began obtaining what she felt were inaccurate low blood glucose readings in the ¿80s and 90s mg/dl¿ range with the subject meter. The patient manages her diabetes with insulin on a self-adjusting dose. The patient claimed she stopped taking her night time insulin on (B)(6) 2021 as a result of the alleged issue. The patient reported that after the alleged issue began, she developed symptom of ¿pee a lot;¿ symptom she associated with a high blood glucose. The patient denied receiving medical treatment. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event for hyperglycemia after obtaining alleged inaccurate low results with the subject meter.